Manufacturer narrative:
The camera head was returned to olympus. The device was inspected. The regional repair center was able to confirm the customer failure and determined the following cause - due to disconnection in cable unit, the endoscopic image cannot be displayed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. As per the instructions for use, ¿if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation.¿ based on the investigation results, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the connection with this camera head, there was no picture. The problem was resolved when the camera head was changed. There were no reports of patient or user harm associated with this event.